Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noticed to be already broken when the package was opened. A second laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this effect. There were no patient complications reported.